Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as the device was no longer functional and the patient was experiencing urinary incontinence. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as the device was no longer functional and the patient was experiencing urinary incontinence. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.